Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, the patient alleges a revision is recommended due to elevated metal ion levels. No revision has been scheduled to date. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. Reporter name and address - unknown as the patient chose not to disclose this information PMA/510(k) number . Manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.